Event description:
It was reported that during the implant procedure, the lead was implanted in the patient and the helix was extended. Due to high thresholds, the helix was retracted and this occurred about three to four times. After that, the physician tried to extend the helix and it would not retract. The physician tried both rotation tools with the lead and still did not work. The lead was taken out and attempted to extending the helix on the table did not work. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. (B)(4).